Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4) implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387-40, lot# l83935, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4) implanted: (B)(6) 2000, product type: extension. Product ID: 64002, lot# n355669, implanted: (B)(6) 2013, product type: adapter. Product ID: 3389s-40, lot# v006362, implanted: (B)(6) 2006, product type: lead. Product ID: 3389s-40, lot# v006362, implanted: (B)(6) 2006, product type: lead. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery was at 2.56 volts after about a year of use. It was stated that the patient¿s device had some low impedances ¿ with a value of 318 ohms ¿ and a possible short. It was noted that the patient¿s device was programmed with the case as positive, had two cathodes, an amplitude of 4.0 volts on the left and 2.5 volts on the right, and a rate of 175hz. Additional information received reported that the patient had fallen, but didn¿t know when it had happened; it was thought to have happened around (B)(6) 2013. It was stated that the patient felt like the battery had flipped. Additionally, impedance testing was done and the results were the following: left side settings: -1, -2, c+, 4.0v, 90us, 170hz; left side results: 318ohms, 11.693a; left side electrode impedances: c0 ¿ 2530, c1 ¿ 454, c2 ¿ 548, c3 ¿ 1252, 01 ¿ 2331, 02 ¿ 2653, 03 ¿ 3231, 12 ¿ 619, 13 ¿ 1361, 23 ¿ 1242; right side setting: -4, -6, c+, 3.5v, 90us, 170hz; right side results: 601ohms, 5.682a; right side electrode impedances: c4 ¿ 1109, c5 ¿ 937, c6 ¿ 842, c7 ¿ 922, 45 ¿ 1154, 46 ¿ 1385, 47 ¿ 1549, 56 ¿ 1025, 57 ¿ 1314, 67 ¿ 1011; historic impedances: (B)(6) 2012: left side: 258ohms, 131a; right side: 551ohms, 59a; (B)(6) 2012: left side: 304ohms, 1.3a; right side: 551ohms, 71a; (B)(6) 2013: left side: 296ohms, 12.513a; right side: 616ohms, 5.551a; (B)(6) 2013: left side: 296ohms, 11.176a; right side: 623ohms, 5.507a; (B)(6) 2013: left side: 340ohms, 11.046a; right side: 623ohms, 5.595a. No new information. No new information. Additional information received reported low therapy impedances and ¿lower impedances¿ on c1 and c2.